Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2008 and back pain. Previously administered products included for an unreported indication: mirena from 2001 to november 2006. Concurrent conditions included attention deficit disorder, thyroid cyst, anemia, body mass index normal, dysfunctional uterine bleeding, irregular periods, constipation and uterine fibroids. Concomitant products included iron from january 2013 to march 2013 for anemia, alprazolam (xanax) since (B)(6) 2013 and vilazodone hydrochloride (viibryd) since (B)(6) 2013 for depression and anxiety as well as clindamycin, ibuprofen from february 2013 to january 2014, levofloxacin (levaquin), morphine sulfate, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet) from february 2013 to january 2014 and promethazine. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish,psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and attention deficit/hyperactivity disorder ("attention deficit disorder"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted laparoscopic, total hysterectomy, cystoscopy,). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia and attention deficit/hyperactivity disorder outcome was unknown and the genital haemorrhage, menorrhagia, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2007 current weight 188 lbs. Discrepancy of removal: no removed as per pfs. Hysterectomy planned (B)(6) 2013 (as per mr). Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy: she did not underwent essure confirmation test and previously reported hysterosalpingogram with result: essure device was successfully occluded. Intraoperative nursing record: procedure: robotic assisted laparoscopic, total hysterectomy, cystoscopy. Plaintiff received treatment for bleeding. On (B)(6) 2008, she implanted essure (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: small right-sided uterine fibroid measuring 1.4 cm in size. Dominant follicle the right ovary measuring 2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, weight gain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: historical drug was added. Added event attention deficit disorder. Updated onset dated of events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2008 and back pain. Previously administered products included for an unreported indication: mirena from 2001 to (B)(6) 2006. Concurrent conditions included attention deficit disorder, thyroid cyst, anemia, body mass index normal, dysfunctional uterine bleeding, irregular periods, constipation and uterine fibroids. Concomitant products included iron from (B)(6) 2013 to (B)(6) 2013 for anemia, alprazolam (xanax) since (B)(6) 2013 and vilazodone hydrochloride (viibryd) since (B)(6) 2013 for depression and anxiety as well as clindamycin, ibuprofen from (B)(6) 2013 to (B)(6) 2014, levofloxacin (levaquin), morphine sulfate, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2014 and promethazine. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish,psych injury"), fatigue ("fatigue") and attention deficit/hyperactivity disorder ("attention deficit disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted laparoscopic, total hysterectomy, cystoscopy,). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and anaemia outcome was unknown, the genital haemorrhage, menorrhagia, migraine and abdominal pain had resolved and the depression, anxiety and attention deficit/hyperactivity disorder had not resolved. The reporter considered abdominal pain, anaemia, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2007 current weight 188 lbs. Discrepancy of removal: no removed as per pfs. Hysterectomy planned (B)(6) 2013 (as per mr). Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy: she did not underwent essure confirmation test and previously reported hysterosalpingogram with result: essure device was successfully occluded. Intraoperative nursing record: procedure: robotic assisted laparoscopic, total hysterectomy, cystoscopy. Plaintiff received treatment for bleeding. On (B)(6) 2008, she implanted essure (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: small right-sided uterine fibroid measuring 1.4 cm in size. Dominant follicle the right ovary measuring 2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, weight gain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: plaintiff fact sheet received-outcome of depression, anxiety, attention deficit disorder updated to not recovered / not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2008 and back pain. Concurrent conditions included attention deficit disorder, thyroid cyst, anemia, body mass index normal, dysfunctional uterine bleeding, irregular periods, constipation and uterine fibroids. Concomitant products included iron from (B)(6)2013 to (B)(6)2013 for anemia, alprazolam (xanax) since november 2013 and vilazodone hydrochloride (viibryd) since (B)(6)2013 for depression and anxiety as well as clindamycin, ibuprofen from (B)(6)2013 to (B)(6)2014, levofloxacin (levaquin), morphine sulfate, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2014 and promethazine. On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish,psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted laparoscopic, total hysterectomy, cystoscopy,). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6)2008, (B)(6)2007 current weight 188 lbs. Discrepancy of removal: no removed as per pfs. Hysterectomy planned (B)(6)2013 (as per mr). Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy: she did not underwent essure confirmation test and previously reported hysterosalpingogram with result: essure device was successfully occluded. Intraoperative nursing record: procedure: robotic assisted laparoscopic, total hysterectomy, cystoscopy. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6)2012: small right-sided uterine fibroid measuring 1.4 cm in size. Dominant follicle the right ovary measuring 2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, weight gain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received and event abdominal pain ,anemia general. Abnormal. Bleeding and event outcome were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2008 and back pain. Previously administered products included for an unreported indication: mirena from 2001 to (B)(6) 2006. Concurrent conditions included attention deficit disorder, thyroid cyst, anemia, body mass index normal, dysfunctional uterine bleeding, irregular periods, constipation and uterine fibroids. Concomitant products included iron from (B)(6) 2013 to (B)(6) 2013 for anemia, alprazolam (xanax) since (B)(6) 2013 and vilazodone hydrochloride (viibryd) since (B)(6) 2013 for depression and anxiety as well as clindamycin, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen from (B)(6) 2013 to (B)(6) 2014, levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), morphine sulfate, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2014 and promethazine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish,psych injury"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), attention deficit hyperactivity disorder ("attention deficit disorder") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted laparoscopic, total hysterectomy, cystoscopy, uterus and cervix were removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, abdominal pain and anaemia had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the depression, anxiety and attention deficit hyperactivity disorder had not resolved. The reporter considered abdominal pain, anaemia, anxiety, attention deficit hyperactivity disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2007 current weight 188 lbs. Discrepancy of removal: no removed as per pfs. Hysterectomy planned (B)(6) 2013 (as per mr). Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy: she did not underwent essure confirmation test and previously reported hysterosalpingogram with result: essure device was successfully occluded. Intraoperative nursing record: procedure: robotic assisted laparoscopic, total hysterectomy, cystoscopy. Plaintiff received treatment for bleeding. On (B)(6) 2008, she implanted essure (discrepancy noted as per pfs). Discrepancy: date of insertion previously reported as (B)(6) 2007 now it is reported (B)(6) 2007. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: small right-sided uterine fibroid measuring 1.4 cm in size. Dominant follicle the right ovary measuring 2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, weight gain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007). Added event post procedural complication. Outcome of events pelvic pain and anaemia was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2008 and back pain. Concurrent conditions included attention deficit disorder, thyroid cyst, anemia, body mass index normal, dysfunctional uterine bleeding, irregular periods, constipation and uterine fibroids. Concomitant products included iron from (B)(6) 2013 for anemia, alprazolam (xanax) since (B)(6) 2013 and vilazodone hydrochloride (viibryd) since (B)(6) 2013 for depression and anxiety as well as clindamycin, ibuprofen from (B)(6) 2013 to (B)(6) 2014, levofloxacin (levaquin), morphine sulfate, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2014 and promethazine. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted laparoscopic, total hysterectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2007. Current weight (B)(6) lbs. Discrepancy of removal: no removed as per pfs. Hysterectomy planned (B)(6) 2013 (as per mr). Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy: she did not underwent essure confirmation test and previously reported hysterosalpingogram with result: essure device was successfully occluded. Intraoperative nursing record: procedure: robotic assisted laparoscopic, total hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: small right-sided uterine fibroid measuring 1.4 cm in size. Dominant follicle the right ovary measuring 2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, weight gain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information was added. Case become incident. The previously reported event physical pain was updated to physical pain/ pain/ pelvic area. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety/ mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain added. Medical history, concomitant dugs and lab data were added. Reporter causality comments were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.